Event description:
It was reported that the implantable pulse generator (ipg) was under reporting of atrial tachycardia/atrial fibrillation burden. The time between in office checks was greater than six and a half months and the mode switch percentage was eighty four percent. The cardiac compass showed the accurate chronic atrial fibrillation burden. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.